Manufacturer narrative:
The following complaint was received as part of an (B)(6) study, performed out of the us. The 2.25 mm stent diameter is not included in the FDA approved product matrix. Review results of the angiogram related to the customer complaint (B)(4) (july 27, 2021): lad is normal; there is a lesion in the lpda; rca appears non-dominant; there is a small side branch originating from the lesion; pci is performed to the lpda lesion with an elunir 2.25x17mm stent; there is compression of the side branch; the final result is good; on the repeat angiogram ((B)(6) 2021) the stent appears well expanded, the side branch is occluded. In conclusion, an elunir stent was implanted with compression of a side branch which may have caused the nstemi. DHR review for lot #lnrin00541 was conducted on (B)(6) 2021, and concluded that the device was released meeting its specification. IFU review was conducted on (B)(6) 2021: no deviation of IFU was reported.

Event description:
On (B)(6) 2021, the patient was admitted for an elective procedure due to unstable angina and positive spect (signs of ischemia). ECG tracings showed sinus rhythm around 80bpm, and the axis was normal without signs of acute ischemia. Troponin t pre procedure was <13ng/l (uln<14ng/l). Coronary angiography revealed 80% diameter stenosis in the lpda (target lesion). The patient underwent the index procedure pci to the lpda (target lesion). After the pci, due to complaints on chest pain and elevated troponin t levels ( 540ng/l, 570ng/l- (B)(6) 2021), the patient was brought to the cath lab for diagnostic angiography - which revealed no evidence of obstructive coronary artery disease and patent lpda stent. The patient was treated conservatively and was discharged home in stable condition on (B)(6) 2021. The event was classified as an expected adverse event; mild severity. Final cec decision dated 22-june-2021: type 4a myocardial infarction related to percutaneous intervention (pci) - symptoms suggestive of myocardial ischemia; spontaneous mi: no; relatedness: study device: possibly related. Procedure: related; classification of mi: non-q wave nstemi; comments: chest pain post procedure. Trop >35 x uln, but no q waves on ECG. Patient current status ((B)(6) 2021): no angina reported.

Manufacturer narrative:
Correction of the data in h10: in the index procedure two overlapping 2.25 x 17mm stents from the same lot (lnrin00541) were implanted. Although the second elunir 2.25 x 17 mm stent was not seen in this analysis of the angiogram, a further review by clinical study core lab, confirmed that two 2.25 x 17 mm stents were deployed in the lpda. Since it cannot be determined which one of the devices was involved in the event, an additional MDR will be submitted, see MFR report #3003084171-2021-00007 overall conclusions from final report (dated august 30, 2021): the review of the DHR (device history records) indicate that the product was supplied meeting specifications. The investigation findings indicate that the mi may have been caused by compression of a side branch during implantation of the elunir stent used in the index procedure. Myocardial infarction is a well-known potential adverse event that may be associated with the implantation of a coronary stent in coronary arteries and is listed as such in section 7 of the elunir IFU. In this case the event was not unanticipated based on the known risks, including the patient's history of acs, dm type ii, hyperlipidemia and htn. The event of this complaint is addressed in the elunir dmfea report and the risk remains low. No new risks were identified. Outcome: patient recovered. Current status: last contact on mar 29, 2021, no angina reported.